Event description:
The manufacturer recieved an allegation that during a software update, the device displayed a pressure sensor mismatch error. To be repaired, the device must return to the customer laboratory and the flow sensor must be replaced about 2 hours labor. The customer needs a backup device. The manufacturer is currently working on sending a backup device. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.